Manufacturer narrative:
(B)(4).

Event description:
Patient;'s mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, serial number - additional, lot number - additional, UDI number - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. Shared data is not available for review. The reported event of a bluetooth connection between transmitter and g5 mobile app issue was not confirmed. A root cause could not be determined.